Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, high hv lead impedance was observed. No intervention was performed. Patient condition was stable and monitoring will continue.